Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showered that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related to MFR reference 3005188751-2013-00050. During an atrial fibrillation ablation procedure performed with an agilis nxt introducer and a cool path mediguide ablation catheter, a cardiac tamponade occurred. The physician performed transseptal puncture and used the agilis introducer and cool path catheter to collect geometry in the left atrium. Geometry was completed and, as he was searching for a start point for ablation, the physician noted via fluoroscopy the cardiac silhouette was moving less than prior. A cardiac perforation was located in the left atrial appendage. A pericardiocentesis was performed, which resolved the issue. The physician indicated there were no performance issues with any sjm device.